Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and replaced the system controller pcb and the user interface pcb assemblies. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device displayed a white screen and would not complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device displayed a white screen and would not complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that filters, designators fl2, fl18, fl21, and fl22 were physically damaged. The damaged filters prohibited the device from completing a boot cycle. The removed user interface pcb assembly was further evaluated and an unrelated non-critical issue was observed during the pcb evaluation.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device displayed a white screen and would not complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).